Manufacturer narrative:
Currently, it is unknown to what extent if any the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Hernia recurrence, adhesions and fistula formation are known inherent risks of surgery. The adverse reactions section of the instructions-for-use (IFU)supplied with the device identifies hernia recurrence, adhesions and fistula as possible complications. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.". Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient underwent a hernia repair using a large oval composix kugel. It is alleged that the composix kugel subsequently buckled and perforated the patient's intestine causing an entercutaneous fistula, infected mesh and failed mesh repair. (B)(6) 2015 - the patient required open surgery to take down the fistula, cut out a portion of her small bowel, and to remove and replace the mesh. The patient's attorney alleges the patient experienced pain, infection, fistula, bowel perforation, additional surgical procedure and explant. Addendum per additional information provided: attorney alleges that the patient experienced adhesions, bowel removal, obstruction, perforations, fistulae, infections, pain, hernia recurrence, mesh migration, mesh shrinkage and emotional injuries. Per medical records provided: (B)(6) 2007 - patient was diagnosed with incisional hernia (8 to 10 cm) and underwent hernia repair. Per the operative notes, several adhesions to the intraabdominal were taken down. Fascial defect was measured, a sheet of bard/davol composix kugel mesh was irrigated with antiseptic solution and placed in the abdominal cavity with the gore-tex (eptfe) side facing the bowel. The mesh was tacked to the overlying fascia using sutures and the perforated mesh was tacked to the anterior side of the abdominal wall with a tacking device every 1 to 2 cm. The mesh was irrigated with antiseptic solution. The fascia, hernia sac and skin were then closed. 2013 - patient presented with severe lower abdominal pain, distention, vomiting and diarrhea. (B)(6) 2015 - patient presented with abdominal pain; CT-abdomen and pelvis indicated infection at the level of the anterior abdominal wall composix kugel mesh from prior hernia repair. (B)(6) 2015 - patient underwent CT-guided abdominal wall fluid aspiration along the posterior wall of the mesh. Purulent material was aspirated. (B)(6) 2015 - patient was diagnosed with e. Coli infection around the mesh surgical site, enterocutaneous fistula, hernia recurrence and underwent repair. Per the op-notes, once the abdomen was opened, a loop of small bowel plastered up to the mesh (ck) was noted. There was clear pus and infection around the mesh; the entire abdomen was opened, adhesions were lysed, small bowel enterocutaneous fistula over distal ileum was found. Resection of about 30 cm of bowel and then 30 cm from anastomosis to the cecum was carried out. All the old infected prosthetic material was removed. Retro-rectus abdominal wall repair was performed and a non-bard/davol bio-a-mesh was implanted.

Manufacturer narrative:
Currently, it is unknown to what extent if any the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent a hernia repair using a large oval composix kugel. It is alleged that the composix kugel subsequently buckled and perforated the patient's intestine causing an entercutaneous fistula, infected mesh and failed mesh repair. On (B)(6) 2015 - the patient required open surgery to take down the fistula, cut out a portion of her small bowel, and to remove and replace the mesh. The patient's attorney alleges the patient experienced pain, infection, fistula, bowel perforation, additional surgical procedure and explant.